Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9001771, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-01. Medical device lot #: 8344672, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-10. Initial reporter phone# (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a syringe 3ml ls emerald. The following information was provided by the initial reporter, "when they were using the bd emerald 3 ml syringe for administration of spinal anesthetics, together with a spinal needle, the anesthetists have detected that the connection between the two is not hermetic, and sometimes leakage of medication occurs, without being able to determine the amount spilled; this represents a problem, since depending on the amount of fluid not administered to the patient, the effect of the anesthesia can vary a lot. In this procedure, recharging is not recommended due to loss of medication, since the doses are very tight. Nor can they exert a very high pressure to join the two elements, since this could cause a dislocation of the needle. It so happens that this hospital came using the 2.5 ml plastipak syringes. So the anesthetists have reported that with these syringes and the same spinal needles the connection was perfect."